Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had system error 345. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During evaluation, the device alarmed system error 345. A service history review identified the device has been serviced within the last 12 months for an unrelated issue. However, there is no indication that the parts replaced during servicing caused or contributed to this problem. The cause was identified to be the ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.